Event description:
Related manufacturer reference number: 2017865-2022-17276 it was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker and right ventricular lead exhibited noise leading to over-sensing. No intervention was performed. The patient will further be monitored. The patient condition was stable.

Event description:
Related manufacturer reference number: 2017865-2022-17276. Related manufacturer reference number: 2017865-2022-38806. New information received notes that the atrial lead also exhibited noise over-sensing during in-clinic follow up. The pacemaker, right ventricular lead and atrial lead were explanted and replaced. Patient condition was stable.